Event description:
This lead was returned with oos documentation from biotronik representative. Per the oos, this lead became dislodged. "The physician "slit" the lead intentionally to facilitate the introduction of a new guidewire and introducer." The physician did not attempt to reposition the lead, instead he explanted the lead. He asked for another biotronik setrox s 45, however, he choose implant a boston scientific lead instead.